Manufacturer narrative:
The investigation is ongoing.

Event description:
While advancing a 26mm sapien 3 ultra valve and delivery system through the 14fr esheath, the esheath buckled and the valve exited the esheath liner into the iliac artery wall. There was vascular extravasation in the left iliac. The patient went asystole. The delivery system and valve were removed from the patient. Three (3) iliac covered stents were deployed and a gore aaa endograft was implanted to repair the iliac artery. A second 14f esheath was needed to complete the procedure. The second 14fr esheath was used after the first esheath was damaged. A 16fr esheath was used and a 26mm sapien 3 ultra valve was implanted. The patients access vessel minimum luminal diameter (mld) was 7.3mm, and had a moderate degree of calcification, and a mild to moderate degree of tortuosity. During preliminary evaluation of the returned device, a liner strand approximately 2.5 inches in length and located 2 inch from the distal tip was observed. The liner was torn approximately 8 inches.

Manufacturer narrative:
Update to d9, g6, h2, h6 (component codes, type of investigation, investigation findings and investigation conclusions). The esheath was returned to edwards for evaluation. Visual inspection revealed a liner strand located at the distal tip, liner opened as designed, liner torn, scratches on the sheath shaft, fold on the sheath shaft and distal tip was unopened. Functional testing was performed with a sample delivery system and was pushed through the sheath and the unexpanded portion of the sheath expanded as designed. The tip also opened as designed. Dimensional testing was performed on the liner thickness and the liner strand thickness and all measurements met specification. During manufacturing of the esheath, the components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instruction for use (IFU), training mitigations, and controls were reviewed for difficulty advancing the commander delivery system with the s3u crimped valve through the esheath resulting in high push force and esheath damage. And no IFU/training deficiencies were identified. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed for sheath liner torn, sheath liner strand, and resistance between systems through the return of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written and documented by edwards for root cause analysis on sheath shaft liner tears with normal liner expansion. The technical summary provides details of contributing factors for sheath shaft liner tears: the following vessel characteristics and procedural factors were identified as the root causes for encountering liner tears, tortuous patient anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. The complaint description stated that there was a 'mild to moderate degree of tortuosity. 'Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tear or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Scratches on the sheath shaft are indicative of the presence of calcium. Additionally, the complaint description stated that there was a 'moderate degree of calcification.' Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Neither incomplete deflation nor balloon burst was reported in this complaint event. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. Although the commander with sapien 3 ultra IFU and training manuals are not captured in technical summary, the instructions/manuals within this portion of the technical summary remains equivalent to the configuration used in this complaint event. The content adequately provides warnings and instructions for use and contains the correct content regarding the reported complaint event. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Per evaluation of the returned device, it was noted that scratches were seen on the sheath shaft. Scratches are indicative of the presence of calcium. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tear or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. It was also stated that the patient had 'had a moderate degree of calcification, and a mild to moderate degree of tortuosity.' Tortuosity can create sub-optimal angles that can lead to nonaxial alignment in the advancement and retrieval of the delivery system. In addition, as reported, "while advancing a 26mm sapien 3 ultra valve and delivery system through the 14fr esheath, the esheath buckled and the valve exited the esheath liner into the iliac artery wall. 'Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Per evaluation of the returned device, it was noted that the scratches were seen on the sheath shaft. Scratches are indicative of the presence of calcium. It was also stated that the patient had 'had a moderate degree of calcification, and a mild to moderated degree of tortuosity.' Calcification and tortuosity can create sub-optimal angles that can lead to nonaxial alignment in the advancement and retrieval of the delivery system. These angles could make it difficulty to advance or remove the delivery system. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath liner) may have contributed to the reported event. No product risk assessment (pra) is required. The patients and/or procedural conditions mentioned above, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of thv getting caught on the sheath, hindering further advancement. A corrective action and preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure.

Manufacturer narrative:
Section h6 (device code 4012) added.